Event description:
It was reported via a trial that on (B)(6) 2008 the xience v 2.5 x 28 mm stent was deployed in the proximal left anterior descending artery (lad). There were no reported device issues or patient effects noted at the time of the index procedure. However, on (B)(6) 2010 the patient was having breathlessness and was hospitalized for two day and a patient death occurred on (B)(6) 2010. The cause of death is unknown at this time. Though requested, no additional event or patient information was provided.

Event description:
Subsequent to the initial medwatch, the following information was received: the death may have been caused from possible very late stage thrombosis. There was no additional information provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device's information.the stent remains in the patient. A follow-up report will be submitted with all additional relevant information..

Manufacturer narrative:
(B)(4). Lot number changed to unknown. There was no reported product deficiency. The reported death is listed in the instructions for use as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing or design and the hospitalization appears to be related to the operational context of the procedure.

Manufacturer narrative:
(B)(4). Thrombosis is listed in the instructions for use, as a known adverse event associated with coronary stenting. Although a conclusive cause for the thrombosis, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing or design and the hospitalization appears to be related to the operational context of the procedure.